Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was delayed in responding to presses. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, it was determined that the wake button functioned as intended.